Manufacturer narrative:
Results of investigation will be filed in supplemental report.

Event description:
Patient took right median vein catheter and puncture after left breast surgery in (B)(6), 2011. Chemotherapy one period of treatment without any bad reaction. (B)(6), to do second chemotherapy, conventional infusion, and after the completion of sealing pipe fluid leakage was found.